Event description:
A surgeon reported a patient with an unexpected outcome, that the patient can't read (poor near vision) following bilateral intraocular lens (iol) implant surgery. Additional information was received from the surgeon who reported the lens is in the bag and no posterior capsule opacity has been noted. The surgeon also indicated that an unapproved cartridge/handpiece combination was used during the procedure. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the user of an unqualified cartridge/handpiece combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).